Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a pharmacy staff member that the customer received emergency medical assistance was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 477 mg/dl at the time of the incident. The caller did not mention how they treated. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer needed assistance on how to suspend the pump. Troubleshooting was not completed as the caller declined. No further information was provided as the customer would call back once they got discharged. The insulin pump will not be returned for analysis.